Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device remains implanted, pending explant authorization. No adverse patient effects have been reported.